Manufacturer narrative:
(B)(4). Upon further investigation, the consumer clarified the cause of the peritonitis as constipation; therefore, the disposable device is no longer considered to have caused or contributed to the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Three days prior to the receipt of this report, the patient began treatment for the peritonitis with injectio fortum and injection vancomycin (1 gram, frequencies and routes not reported). The outcome of the peritonitis event was unknown. At the time of this report the antibiotic treatments and dianeal therapies were ongoing. No additional information is available.